Event description:
It was reported that lead was explanted and replaced due to an insulation anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was found at 9.4-10.4 cm, 11.6-13.4 cm, and 45.7-46.1 cm from the distal end. The etfe coating was intact at these locations.